Event description:
The surgeon implanted a aa4207vf model lens but it tore as it was being inserted. The lens was removed in pieces with no pt injury or event. The nurse stated that it was unknown as to why the lens tore. The model and lot numbers of the injector and cartridge were not provided by the facility.